Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 05/07/2015 with the following findings: the pump powered on with vibratory and audible features. The pump was exercised 24hrs with no un-programmed primes or un-programmed fill cannulas recorded in the history during that time. There was no hypersensitivity to the keys observed on the keypad. The daily insulin delivery totals correctly reflected the user's programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within required range and delivering accurately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the patient experienced a blood glucose of 20 mg/dl with slurred speech associated with a delivery issue. Reportedly, the patient resumed pump therapy after receiving a replacement and was treated with oral carbohydrates as needed. It was reported that the patient¿s bg was 92 mg/dl at the time of the call with customer technical support (cts). During troubleshooting with cts, it was reported that the prime history showed multiple prime and fill cannula from 17:08 to 17:27 that was not completed by the user. Reportedly, the patient was connected to the pump during the time the primes showed in the history. This complaint is being reported because the patient allegedly experienced hypoglycemia while on insulin pump therapy.